Event description:
The device was previously programmed to vvi to prevent sensing of noise on a fractured atrial lead. The ventricular channel on the egm showed very large amplitudes of noise. The patient did not receive any inappropriate therapy. However, the noise was classified as vf. A possible fracture on the ventricular lead was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.